Event description:
It is reported that the device was implanted in 2007 and was explanted to 2008, due to the patient dislocating his hip.

Manufacturer narrative:
Evaluation summary: it is reported that the patient was revised due to dislocation approximately 1 year post-op. No devices and/or x-rays have been returned for evaluation. The patient was initially implanted with a size 36 mm head, longevity liner, and a trilogy 60 mm cup. Dislocation of the tha joint may be caused by many factors including (but not limited to) femoral-acetabular impingement, soft tissue laxity, patient activity, implant component positioning, and component sizing. Based on the available information the cause cannot be definitely determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.